Manufacturer narrative:
Received a piece of broken fragment for evaluation. The sample was evaluated and it was observed that the broken fragment looked like a piece of catheter and the other part was not returned. The event could not be a result of the manufacturing process. Based on the evaluation, we conclude the exact time how and when problem occurred could not be determined. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.]" (B)(4).

Event description:
It was reported that a broken fragment of material was confirmed in the patient's bladder. The patient had a foley catheter inserted and underwent an urological surgery. After the surgery, the patient's urination got worse. It was later confirmed that a fragment from the catheter was found in the patient's bladder. It was unknown which portion of the catheter the fragment came from, subsequently the fragment was removed.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a broken fragment of material was confirmed in the patient's bladder. The patient had a foley catheter inserted and underwent an urological surgery. After the surgery, the patient's urination got worse. It was later confirmed that a fragment from the catheter was found in the patient's bladder. It was unknown which portion of the catheter the fragment came from, subsequently the fragment was removed.